Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 (air in set) during the drain stage, where the home patient said when they disconnected during 1 of 4 they did not use proper disconnect method for the patient line. This complaint is confirmed because disconnecting from the set is a use error that may cause a system error 2240 and/or contamination. Per the patient at-home guide, users are instructed to follow asceptic technique taught by dialysis center when handling lines during peritoneal dialysis therapy.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 and 2367 (air in set), which occurred on the homechoice (hc) during drain 1 of 4. The home patient (hp) needed assistance with se 2367 on hc. The technical service representative (tsr) explained se 2367 to hp, the tsr advised the hp to close all clamps, and to cycle the power on hc. The tsr had the hp view alarm log to view alarm that came on prior, which was system error 2240. The tsr explained system error 2240 to the hp also and advised the hp must start over with all new supplies on hc. The hp understood. During troubleshooting the hp said when they disconnected during 1 of 4 (hp was not sure which stage) they did not use proper disconnect method for the patient line, which was where the air must have came from. The hp was told to start over with all new disposables. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.